Event description:
The account generated false negative prism hcv results on a sample used for a control. In 2008, a donation specimen tested prism hcv reactive, axsym reactive, monolisa ag/ab reactive and positive for nat ampliscreen. Four months later, the specimen was retrieved and prepared as a round control for other testing sites. The preparation of the control was allocation and freezing. The specimen control tested prism hcv negative at 4 testing sites but axsym reactive. The following year, the specimen control was repeated and again tested prism hcv negative, axsym reactive and nat positive. No specific donor or testing data was provided. The false negative prism hcv results were generated from a specimen used as a control. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation: device not returned. Customer returned samples evaluated and customer results duplicated. Reference testing of samples indicated no evidence of (B)(6). Retained kit testing met all specifications. The customer returned sample was tested within this evaluation and the results are as follows: (B)(6) reagent lots 65540hn00 and 66322hn00 had expired on 2009-feb-24 and 2009-mar-15, respectively. Therefore, the returned sample (B)(6) was tested in triplicate with in-house retained reagents of the non-expired on-market reagent lot 73345hn00. Each replicate was (B)(6) but elevated with (B)(6). Additionally, the sample was tested (B)(6) with the chiron riba (B)(4) immunoblot assay. Detailed results were (B)(6). When evaluating test results for this specimen generated by the investigation team, the specimen is (B)(6). However, weak signals indicate that the sample might contain a very low amount of antibodies against (B)(6). This amount was too low to generate (B)(6) results with prism (B)(6) assays. The customer reported (B)(6) results with (B)(4) (reagent lot 62650hn00), with (B)(4) (reagent lots 63327lf00, 66270lf02), (B)(4), and nat ampliscreen, without disclosing any detailed results. The investigation team tested the sample with architect (B)(4) and axsym (B)(6) and received weak (B)(6) results close to the cutoff (B)(4). In summary, the precise status of the sample remains unclear. Immunoassays for antibodies against (B)(6) results. The (B)(6) nat test indicates that the sample contains (B)(6). The donor might have been in seroconversion with very low titers leading to mixed results with the immunoassays. The investigation team can only speculate as to why the customer observed different results depending on (B)(6) reagent lot used for testing or with the (B)(4). Generally, for samples with very low titers, for examples from donors in a window period during seroconversion, test method variability can impact individual results. In addition, the sample might have deteriorated slightly during long term storage leading to a minor reduction in reactivity. To address the analytical and clinical sensitivity of lots 65540hn00 and 66322hn00, the investigation team completed an evaluation and the results are as follows: during another evaluation, analytical sensitivity panels were tested with in-house kits of reagent lot 66322hn00. Test results were evaluated against acceptance criteria for final lot release of prism (B)(4) reagents. All acceptance criteria were met. The data were also comparable to values obtained during final lot release. In addition, during the earlier evaluation, four seroconversion panels ((B)(6) for the ns3 antigen or the core antigen) were tested with in-house kits of reagent lot 66322hn00. Test results were evaluated against the seroconversion panel data supplied by the vendor. Both lots detected the same or earlier first (B)(6) bleed for these seroconversion panels compared to the vendor data. The sensitivity of reagent lots 65540hn00 and 66322hn00 was also evaluated using field data for the (B)(6) (indicator for assay sensitivity). The (B)(6) results generated with these lots in the field are in the same range as those for reference reagent lots including reagent lot 62650hn00. The investigation team reviewed the complaint and manufacturing records. This review did not identify any problems relating to the customer observation. Based on the results generated during this evaluation, it is determined that (B)(4), list number 6a52-48, reagent lots 65540hn00 and 66322hn00, identified in this complaint, performed within package insert claim for sensitivity. This is a final report.

Manufacturer narrative:
Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, that has a similar us product distributed in the us. An investigation is in process. A final report will be submitted when the investigation is complete.